Event description:
This complaint is now reportable based on the returned device analysis. It was reported that during a peripheral angioplasty procedure inflation difficulties occurred. The target lesion was an area of arteriovenous fistula (avf) within moderately tortuous vascular in the antebrachium. A symmetry sv/5.5-4/4t/90 balloon catheter was advanced to the target lesion. The physician attempted to inflate the symmetry sv/5.5-4/4t/90 balloon catheter with an encore26 inflation device; however, "it" was unable to maintain pressure. The encore26 inflation device was exchanged for another of the same device and the same malfunction occurred. The balloon catheter was exchanged for another of the same and the procedure was able to be completed with the second encore26 inflation device. There were no pt complications reported with the pt's current condition listed as "good". However, returned product analysis revealed a balloon tear.

Manufacturer narrative:
Device analysis: visual and microscopic examination of the returned device revealed no damage to the shaft of the device. The balloon material was creased and the tip was inside the balloon. There was a leak from the tip on inflation. A partial circumferential tear was found in the distal sleeve of the balloon. There was a slight leak from the guide wire lumen when the shaft was clamped at the strain relief. The bifurcation was dissected and melting of the shaft between the guide wire and inflation lumens was visible. A review of the mfg documentation for this batch identified no issues with the batch paperwork. The most probable root cause of the reported complaint is determined to be mfg related.